Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that hearing disappears from time to time. Testing shows that the device has malfunctioned. An accident or trauma is not known. The external parts were checked.